Event description:
Complainant alleged that during the training of the sales staff in the operation of the device by the quality assurance department, the device displayed a "defib error 109" message. The complainant indicated that there was no patient involvement in the reported malfunction.